Manufacturer narrative:
Upon receipt, the lead under complaint was received for analysis. The performance of the lead was scrutinized. The analysis revealed a bent distal end. Bending the lead body requires the presence of mechanical stress. Based on the characteristics of the damage, it is reasonable to assume that the bending was due to applied forces during the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgements. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to multiple dislodgements. Physician decided patient was too high risk to keep opening pocket, system was explanted and life vest was ordered. Patient will be referred out for a sub q ICD implant. Should additional information become available, this file will be updated.